Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped on the floor. The insulin pump had a crack on the display. The display was very hard to read. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd glass. Unable to perform the functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to missing segments. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.